Event description:
Procedure: rectopexy. According to the reporter: normal bowel, not fatty, not thicker tissue than average. The scrub nurse cycled instrument to ensure correct loading. The surgeon closed jaws of instrument around tissue. During firing, the handle felt stiff and a crunch sound was heard. The surgeon noted that the handle cracked, and the anvil bent. Some staples formed, but bowel tissue was damaged. The surgeon dissected down 2-3cm further, and opened a new handle. Upon inspection, the surgeon noted that the staple link was not complete and bowel contents were exposed intraperitoneally. The procedure was converted to open. Surgery time extension was reported as one hour.

Manufacturer narrative:
(B) (4). (B) (4).